Manufacturer narrative:
Premarket / 510(k) #: k173284, k213593. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported via user med watch mw5179642 that tip detachment occurred. A patient was admitted for a scheduled coronary angiogram to evaluate for obstructive coronary artery disease due to unstable angina and an elevated coronary artery calcium score. Severe disease was found in the left circumflex artery (lcx), and percutaneous coronary intervention (pci) with a single drug-eluting stent (des) was performed. The opticross hd imaging catheter was used for ultrasound examination of the target lesion. After the last imaging run, a small part of the catheter tip (about 4 mm) broke off and remained in the very distal lcx. The vessel was highly tortuous and calcified, making retrieval difficult. The physician decided not to attempt snaring because of the risk and location and instead used a wire to push the broken piece further down into the distal obtuse marginal branch to minimize risk. The patient was monitored for recurrent cerebral palsy. It was reported symptoms improved and the patient was discharged home without complications.

Manufacturer narrative:
G4: premarket / 510(k) #: k173284, k213593. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution, and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation was assigned the conclusion code adverse event related to patient condition based on a review of the reported event details, available information, and product record review. The reported anatomical factors likely caused constriction over the device, increasing friction during advancement or withdrawal, which led to the reported detachment and resistance during removal. For the reported patient and impact codes of unretrieved device fragments (udf) and additional device required, the same conclusion code was assigned, as the detachment could have occurred due to handling difficulties caused by the highly tortuous and calcified vessel. An additional intervention requiring another device was performed to push the broken piece further into the distal obtuse marginal branch to minimize risk.

Event description:
It was reported via user med watch mw5179642 that tip detachment occurred. A patient was admitted for a scheduled coronary angiogram to evaluate for obstructive coronary artery disease due to unstable angina and an elevated coronary artery calcium score. Severe disease was found in the left circumflex artery (lcx), and percutaneous coronary intervention (pci) with a single drug-eluting stent (des) was performed. The opticross hd imaging catheter was used for ultrasound examination of the target lesion. After the last imaging run, a small part of the catheter tip (about 4 mm) broke off and remained in the very distal lcx. The vessel was highly tortuous and calcified, making retrieval difficult. The physician decided not to attempt snaring because of the risk and location and instead used a wire to push the broken piece further down into the distal obtuse marginal branch to minimize risk. The patient was monitored for recurrent cerebral palsy. It was reported symptoms improved and the patient was discharged home without complications.